Event description:
It was reported that after an unknown procedure, the actuation sound was heard on a mayo stand without being touched the hand switch. Although the device was moved to the place out of man¿s reach because the doctor doubted that it might have been contacted with something, the same event occurred again. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.